Manufacturer narrative:
Product analysis: analysis was unable to confirm that atrial output on the external pulse generator (epg) was not being delivered noting that the device was mechanically intact and passed all incoming tests. The device was cleaned and the firmware was updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial output was not being delivered on the external pulse generator (epg). The epg was returned for service. No patient complications have been reported as a result of this event.